Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Concomitant medical products: 7170q lead, implanted: (B)(6) 2014; 1944 lead, implanted: (B)(6) 2014. Product event summary: ventricular assist device (vad) hw30751 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was hospitalized due to concern for driveline infection, but it was found that there was no driveline infection and the patient had uremia and streptococcus pneumoniae; the patient was treated with antibiotic medication for several days. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to concern for driveline infection, but it was found that there was no driveline infection and the patient had uremia and streptococcus pneumoniae. The patient was treated with antibiotic medication for four days. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.